Event description:
It was reported, the light source on and off button would not stay on. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During the device inspection, the customer's allegation was confirmed, the on and off button was not staying on due to a faulty main power switch harness. Additionally, it was found that the emergency lamp was on due to faulty power supply unit failure and, it was noted that a non-olympus lamp was being used. Based on the results of the investigation, it is likely that: issue 1 ¿ the on and off button would not stay on due to a faulty main power switch harness. However, the specific root cause of the main power switch harness failure could not be determined. Issue 2 ¿ the emergency lamp was on due to a faulty power supply unit. However, specific root cause of the power supply unit failure could not be determined. The following is provided from the instructions for use regarding use of the non-olympus lamp: warning - never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The issue was observed during preparation for use for a screening colonoscopy procedure. The on/off button was taped down to stay on, and the procedure was completed.